Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead became dislodged shortly after the patient underwent a lead revision for dislodgement, with their previous ra lead. This was observed via an xray shortly after the revision procedure. Additional information was received that the physician decided to program around the issue. The lead remains in service. No adverse patient effects were reported.